Event description:
It was reported bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: "the syringe blocks at about 5.5 ml, is then stuck and does not want to continue".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 15-jun-2022 h6: investigation summary to aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. The sample appears to have been used and the stopper was located at the 5ml marking. A silicone distribution test was performed on the returned sample. The test results showed a partial lack of silicone, confirming the reported defect of plunger movement difficulty. A device history record review was completed for provided material number 306575 and lot number 2033252. There were no quality notifications issued during the production process; however, two second samplings for dry barrels were performed. The machinery was checked after each sampling and the silicone valve gate was found to be the root cause.

Event description:
It was reported bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: "the syringe blocks at about 5.5 ml, is then stuck and does not want to continue"